Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an optease retrievable inferior vena cava filter was found to have thrombosis at the site of the filter at the time of removal. The filter was originally placed due to deep vein thrombosis (dvt) in the patient¿s left lower limb to prevent thrombus migration to the heart. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.

Manufacturer narrative:
Type of investigation code was changed from "10 - testing of actual/suspected device" to "3331 - analysis of production records" and "4114 - device not returned".

Manufacturer narrative:
As reported, an optease retrievable inferior vena cava filter was found to have thrombosis at the site of the filter at the time of removal. The filter was originally placed due to deep vein thrombosis (dvt) in the patient¿s left lower limb to prevent thrombus migration to the heart. The hospital reported this case as a serious injury adverse event to the china nmpa. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. A product history record (phr) review of lot 18463480 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The root cause of the reported ¿vena cava ¿ thrombosis¿ cannot be determined because the device was not returned for analysis and images were not provided. The filter was originally placed due to deep vein thrombosis (dvt) in the patient¿s left lower limb to prevent thrombus migration; therefore, progression of the patient¿s underlying thromboembolic disease cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), possible procedure complications include, but are not limited to, air embolism, hematoma at the puncture site, incorrect positioning of the filter, incorrect orientation of the filter, perforation of the vessel wall, restriction of blood flow, occlusion of small vessel, distal embolization, infection, and intimal tear. Based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.